Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report as the previous initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A customer reported a high reading issue with the adc device. The customer reported "too high" sensor readings, and was experiencing symptoms blurred vision, sweating profusely, and loss of consciousness. The customer was taken to the hospital by an ambulance where they were treated with glucose via IV for diagnosis of hypoglycemia. A healthcare provider administered azemit 20 mg, amenolin 75 mg, and briviact as treatment for other health conditions. The customer additionally provided a readings comparison, taken at an unknown time in relation to the event, of 150 mg/dl with the sensor compared to a laboratory result of 24 mg/dl. The reported readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the adc device. The customer reported "too high" sensor readings, and was experiencing symptoms blurred vision, sweating profusely, and loss of consciousness. The customer was taken to the hospital by an ambulance where they were treated with glucose via IV for diagnosis of hypoglycemia. A healthcare provider administered azemit 20 mg, amenolin 75 mg, and briviact as treatment for other health conditions. The customer additionally provided a readings comparison, taken at an unknown time in relation to the event, of 150 mg/dl with the sensor compared to a laboratory result of 24 mg/dl. The reported readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.